Event description:
The customer reported that there was insulin at the infusion site. Troubleshooting was performed. It was indicated that customer has high bgs and there was a lump at the site. Also it was mentioned that the customer was hospitalized for high bgs. The set was changed. However, the customer's bgs dropped down while customer was at the hosp. The doctor suspected that the insulin may have pooled and may have absorbed when giving customer the bolus to drop. Advised the customer to call the help line for further assistance.